Event description:
The complainant alleged that while defibrillating a pt (age and gender unknown), the device failed to discharge. The complainant indicated that the device discharged using the multi-function cable twice successfully, however on the third attempt the device failed to discharge. The complainant indicated that they switched external paddles and continued to treat the pt. The complainant did not indicate if there was an adverse effect to the pt as a result of the reported malfunction. The complainant indicated that there was another incident involving the multi-function cable earlier that day. Refer to medwatch report #1220908-2001-00752 which documents the earlier incident.